Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The in-vivo time of the devices could not be determined. The reported warsaw design controlled devices are used for treatment. Surgical notes were not provided. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection.

Event description:
It was reported that two patients underwent staged revisions due to recurrent deep infections.

Manufacturer narrative:
Information was received from a published article. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315003733. This report will be amended when our investigation is complete.